Manufacturer narrative:
The devices involved in the event will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices discarded at the hospital.

Event description:
Patient initially implanted with a bifurcated stent and an infrarenal aortic extension on (B)(6) 2013. The patient was also diagnosed with an aneurysm in the right common iliac artery (rcia) and the physician elected not to place a limb extension during the initial implant procedure. In 2015 a follow up computed tomography angiography (cta) showed an impending rupture of the rcia near the right internal iliac artery (riia). On (B)(6) 2015 the physician elected to coil the riia and two non-endologix stents were implanted in the rcia and the right external iliac artery (reia) to resolve the issue. The patient was stable post procedure. On (B)(6) 2016 the patient came in emergently with a ruptured left internal iliac artery (liia). The physician elected to complete an open repair of the liia to seal the aneurysm. During the repair the physician identified a hole in the bifurcated graft and explanted the device and completed the open repair. The devices were discarded at the hospital. It is unknown if all devices were explanted.